Event description:
The user facility reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support (mcs), and the following start of support, the patient developed limb ischemia and expired. The patient was in a hemodialysis run and started to feel week; systolic blood pressure was in the 40's. Heparin and levo drips were started, and the patient was transferred to the hospital. A left heart catheterization was performed for concern of an acute myocardial infarction. "Extensive" left anterior descending artery disease was noted and vessel size too small to correct. Additionally, there was diffuse disease in right coronary artery. The left ventricular end-diastolic pressure was 25 and the patient's hypotension was worsening. The decision made to place impella cp via left femoral artery which was successfully completed. Upon arrival to the unit, left pedal pulse was not palpable. The nurse attempted to find the pedal pulse using a doppler with no success. The physician was informed, it was noted the patient had severe vascular disease, and, however, due to the patient's degree of cardiogenic shock, the patient needed the temporary mcs. Reportedly the patient would expire the next day. No further details surrounding the death was provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. B.2 revised selections as disability was reported incorrectly on the initial manufacturer device report number 1220648-2025-26033. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26033 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 4614 was reported incorrectly on the initial manufacturer device report number 1220648-2025-26033.